Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited varying impedances which suddenly reached high/ undefined levels. Oversensing in the form of an elevated sensing integrity counter (sic) was observed, and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.